Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced repeated scan errors with a freestyle libre 3 plus sensor, then applied a new libre 3 plus sensor that functioned, and the call was transferred to the partner organization for replacement; the described issue aligned with an intermittent communication failure involving the user-device interface. No adverse clinical symptoms reported. Outcomes included no health consequences or impact, and glucose was reported as stable. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found for the implicated sensor, while the problem was consistent with intermittent communication failure related to the electrical/magnetic function of the user's device. It was concluded, based on previously established findings for similar reports, that the cause was traced to another device and resolved by replacing the sensor.